Event description:
In 30 minutes from the beginning of use, spark occurred from the tip of the forceps and the tip was deformed. It was the initial use. There is no problem with output power. There were no adverse consequences to the patient. No delay in surgery was reported. (B)(4).

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.